Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the pump is on the dirty side, otherwise there's no appearance of any physical damage. However, the battery was not charging. During syringe testing and size calibration verification on both quality control slugs, the reported problem could not be duplicated. The root cause of the issue could not be determined as both quality control slugs were within the required specifications and pump operated as intended. Replaced barrel clamp guide, barrel clamp rod, barrel spring and barrel clamp head screw. Performed syringe test and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device is not recognizing syringe. No patient injury was reported.